Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported motor error alarms. Troubleshooting was performed. The mother stated that the insulin pump was not exposed to any high magnetic fields, although she sounded uncertain. The insulin pump rewound and passed the displacement test without any alarms. Advised that the insulin pump would be replaced. However, the mother did not want her daughter to go on a back-up plan and she didn't want to wait for the insulin pump to arrive. Advised that we would attempt to get the insulin pump to her as soon as possible by having it flown to her. The mother was very upset, and stated that she would be contacting her lawyers about this situation. Nothing further was reported.